Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Licox system including cc1.sb will be returned for evaluation. User facility reported that the licox system was placed on patient successfully. After waiting for microtrauma to subside, the oxygen read 9.4 to 12.0. An oxygen challenge test was performed without response. The patient was taken for a head CT, which showed the device was in proper placement. Once the patient returned to their room, it was decided not to follow the brain oxygen numbers but to monitor intracranial pressure readings. The entire system was removed one day after intracranial pressure was stable for more than 24 hours. No patient injury was reported. The entire system was examined while it was in place. The compression cap was down and all lines were secured.